Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the ventilator alarmed with tf 5509 and 9907. No patient involvement.